Manufacturer narrative:
(B)(6). This report is for two unknown rods/unknown lots. Partial part number of 498.1xx (6.0mm rod) provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) snap-on connectors were no longer attached to the cranial rod. The devices were initially implanted during a revision procedure on (B)(6) 2014. At the time, the patient had competitive hardware from l4 running cranial to an unknown level. During the revision procedure, the surgeon placed universal spine system variable axis iii screws (uss vas iii) at the s1 level and at the ilium. The surgeon then contoured 6.0 mm titanium rods and used matrix snap-on connector to connect the synthes 6.0mm rod to the competitive rod. All the hardware was connected and a final tightening was performed to successfully complete that revision procedure. On (B)(6) 2015, the surgeon indicated that the matrix snap-on connectors had come off the cranial competitive rod. Evidently, the patient began experiencing pain and a subsequent CT scan was performed in (B)(6) 2015. It was reported that the patient was returned to the operating room on (B)(6) 2015 for revision surgery to address the two loose matrix snap-on connectors previously noted. The surgeon found the snap-on connector on the left side was completely off the competitive rod, and the snap-on connector on the right side was loose. Surgeon removed the two matrix snap-on connectors, and the two synthes rods that ran caudal to the competitive rods. He also found the s1 right side universal spine system variable angle screw iii (uss vas iii) screw and the right iliac uss standard screw were loose and removed and replaced them with larger diameter screws. It was also noted that during the revision while placing the right s1 uss vas iii screw, the screwdriver and the hex in the screw both stripped. In order to advance the screw after it stripped, the surgeon attached a short rod to the stripped screw with a nut and collar, and used a countertorque sleeve and was able to place the screw into the proper height/ position. The nut, collar, and short rod were removed. New 6.0mm rods were contoured and connected to the competitive rods with extension connectors. The rods were connected to the screws at s1 and ilium. The surgery was successfully completed with a ten minute extension of surgical time due to the stripped screw and screwdriver. This report is for two unknown rods. This is report 4 of 5 for (B)(4).